Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05603. The pt has two leads (different models). It was reported one of the leads is no longer providing adequate coverage. It was also reported the other lead is providing the pt with uncomfortable stimulation. The pt plans to meet with his physician on a later date to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.